Event description:
A nurse reported 4 patients experienced inflammatory responses one day following cataract surgery. Additional information received indicates there were 6 patients. This report is for one of these six patients and filed as manufacturer report number 3002037047-2006-00033. The other manufacturer report numbers are: MDR # 3002037047-2006-00031, MDR # 3002037047-2006-00032, MDR # 3002037047-2006-00034, MDR # 3002037047-2006-00035, MDR # 3002037047-2006-0036. Patient was treated with oral antibiotics and topical steroid drops. Facility states they do not know the cause of these events and they are not blaming any product.

Manufacturer narrative:
H.3., 6: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.